Event description:
The patient underwent a full replacement on (B)(6) 2016. The explanted generator and lead were both returned to the manufacturer. Both products are undergoing product analysis. No further relevant information has been received to date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had high impedance identified on a system diagnostic test. X-rays were taken and provided to the manufacturer for review. A review of the x-rays by the manufacturer did not provide conclusive evidence for the cause of the high impedance. No gross lead discontinuities were identified, the lead pin appeared to be completely inserted into the generator, and no other connection issues were identified. No known trauma or patient manipulation occurred which may have contributed to the high impedance. The patient had the device programmed off after the high impedance was identified. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The explanted lead and generator were both analyzed by the manufacturer. The available generator data was reviewed to show historical impedance values. Various electrical loads were attached to the generator and the results of the diagnostics demonstrated that the generator was able to accurately measure impedance values. No averse conditions were identified in the analysis of the generator. Abraded openings were identified on the outer and inner silicone tubing of the lead body. The lead assembly had dried remnants of what appeared to have once been body fluids inside the inner and outer silicone tubing. A coil break was identified in the positive coil of one of the returned lead portions. Scanning electron microscopy images of the positive coil showed evidence of a stress-induced fracture in at least two strands of the quadfilar coil. The fracture mechanisms of the other strands could not be determined. No other anomalies were identified in the returned lead portions.